Event description:
On 10/25/1999, the facility's director of purchasing informed the MFR's (MFR.) Rep via telephone and a faxed report of the following: the home health nurse went to flush the device as routine. The pt then informed the nurse that 2-3 days earlier the device felt like it "popped." This is a dual device between the device discs, the pt had raised bumps. Area was very tender. The nurse made an attempt to access the device. The pt was in discomfort and the nurse could not access. The device was hard. No further details were provided.